Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2015 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.